Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial number (B)(4)) found that the cable assembly had broken connector pins. Fdc code refers to the implantable neurostimulator and fdc code refers to the desktop charger.

Event description:
It was reported that the patient's charger was not working on (B)(6) 2015. The recharger was not charging. The connector pin cord was very loose on the charger. It was noted that the ac adaptor connector was loose. On (B)(6) 2015 it was noted that there was a blank recharger screen. The patient had a new power supply sent to them but the recharger was still not working. On (B)(6) 2015 it was reported that the recharger did not work so there was no benefit out of it. The pain came back really bad. Additional information received from the consumer reported that the replacement of the recharger resolved the recharging issue. The patient had always had a really bad back ache to the point that they could not stand it. It was off most of the time. The patient had never had the back ache until the unit was put in. Someone told the patient that they could not fix it, but when the unit was shut off they didn't have the back ache. The patient stated that it seemed like they went through a lot for something that did not work right. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.